Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return. Technical support engineer (tse) advised customer service representative (csr) that universal surgical manipulator (usm) 1 could be disabled to stop the reoccurrence, until the arm is replaced. No site visit was conducted. Although the complaint was not confirmed by failure analysis. The probable root cause cannot be determined based on the information provided. Since the product was not returned, the reported event was unable to be attempted to be replicated.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the repeated recoverable error on universal surgical manipulator (usm) 1 occurred previously. This record captures the previously reported issue. The following is captured from related pr 1391902. The customer encountered repeated recoverable errors on the usm1. Tse reviewed the system logs and confirmed a repeated error 32097 on the axes control motor. Tse advised the customer to disable to stop the error. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however the site was not able to gather any additional information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The usm was analyzed and the reported error 320 was confirmed and replicated. In logs, error 32097 was found confirming the fault had occurred in the field. Upon visual inspection no issues were found that would be related to the reported event. The usm was installed onto a golden system where error 32097 was triggered the usm was then installed onto a pftp where the fiber test fail on rolling loop fiber. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause per findings from failure analysis may be attributed to the loop fiber of the usm.

Event description:
Refer to h11 for follow-up information.